Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt experienced pain at the generator site due to unk reason as no trauma had been reported. Further info from the treating neurologist revealed the pt's pain was noticeable and was exacerbated when the device stimulated. Additional info was received from a company rep indicating that recent system diagnostics on the pt revealed a dc dc of 0 as prior system diagnostics indicated dc dc of 2. The pt was referred for x-rays and programming history was requested. X-rays were received by the MFR and evaluated. The review of x-rays indicated the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The connector pins appeared to be fully inserted inside the connector block and the lead wires at the connector pin appeared to be intact. Furthermore, no lead discontinuities or acute angles were visualized in the lead body of the received images. Good faith attempts to obtain additional info from the treating neurologist resulted unsuccessful to date as the physician is not very proactive according to state laws. Additional info was received in the form of programming history from the treating neurologist confirming that previous diagnostics were dc dc 2 in 2005 and recently dc dc 0 in 2010.